Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of phrenic nerve capture was noted when treating the right superior pulmonary vein. Phrenic nerve capture was not regained. No additional information was provided for this event. Because it is unclear if a phrenic nerve injury occurred, and if a phrenic nerve injury did occur, if the injury has fully recovered, this event is being reported as an MDR.